Event description:
Rec'd notice of complaint concerning above product. Rn manager is reporting a suspected leak (pre-pump) that resulted in "micro-bubbles in the system." Reports that the air detectors had been calibrated to accommodate the bloodline, but did not alarm. The chief technician reportedly checked the machine post event and found it to be in good working order. "Nm" reports that approx 1 hour and 45 minutes into the treatment, the pt began complaining of shortness of breath, and upon inspection the "microbubbles" were noted. The pt was disconnected from the system and placed in trendelenburg position on her left side o2 via nasal cannula was administered. The system was discarded, a new system was set up and the pt's treatment was completed without further incident. The pt was discharged home in stable condition post event. The reported blood loss was approx 250cc due to loss of the extracorporeal system. The suspect line was discarded on the day of the event. A medwatch form has been filed based on the blood loss. A response letter has been sent to the facility.